Event description:
It was reported that balloon rupture occurred. The 90 % stenosed target lesion was located in the severely calcified and severely tortuous upper arm. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation and was initially inflated at unspecified pressure. However, on second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).